Manufacturer narrative:
H3, h6) the instrument returned and analysis confirmed the reported event. The returned sharp awl had impact marks at the back end causing fit issues with the mating tracker. Codes b01, c07, and d02 are applicable. Section a) a1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported the instrument was "all bends." The issue occurred after the incision was made and while the patient was under anesthesia. There was no delay in surgery. There was no impact on patient outcome. Additional information received indicated that the direct cause was unknown but it was believed to be due to deterioration over time.